Event description:
It was reported by the perfusionist that the intra-aortic balloon (iab) was prepped per instruction. The iab was unable to be inserted through the sheath and as a result, iab was not used.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.